Event description:
It was reported the catheter was placed into the patient's subclavian vein. A day after placement, the medication would not pass through the catheter. As a result, the catheter was removed and replaced with a new one. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a 4-lumen catheter with the distal end cut off 4 cm from the tip and no clamps on the extension lines. Dried blood residue was observed on the internal walls of the distal extension line. Air then water were injected through each lumen. Some initial resistance was met from the distal lumen, but then the blood residue exited and water was able to pass. A review of manufacturing records did not yield any relevant findings. The probable cause of this complaint could not be determined based on the information provided and without a complete sample.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 3006425876-2015-00203.